Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. The pump had reportedly emitted a "loss of prime" warning twice. The reporter confirmed that the cartridge was being used per instructions for use. The reporter noted that the patient had experienced elevated blood glucose (bg) over 250mg/dl with no reporter signs or symptoms of hyperglycemia. The reporter stated that the patient primed while attached following the loss of prime warnings. There was no indication that the patient experienced a low bg due to this. The alleged elevated bg does not meet criteria for a serious injury. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.